Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. No defects or anomalies were identified in the companion samples received.

Event description:
Consumer reported she opened a tampon for use and the string was missing from the pledget. Consumer did not use the tampon.